Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. Upon visual inspection of the returned sample the drain bag was detached from the cassette due to saturation and use. A drain bag leakage test was performed, and leakage was detected at the gusset line. Inspection found a cut just above the drain bag seal. The cut was consistent with damage caused from a sharp instrument or sharp edge. The fluidics management system (fms) cassette was the tested on a calibrated console the cassette primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. While the source of the drain bag leak was identified as cut on the drain bag, we could not conclusively determine root cause of when and where the cut occurred. The root cause of air in the fluidics management system cassette could not be established as the cassette functioned per specifications. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cartridge or bag was leaking onto the floor. The cartridge was repositioned, which apparently introduced air into the line, resulting in sudden air fill of the anterior chamber and posterior capsular rupture during the vitrectomy surgery. The surgery was completed on same day.